Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. Customer states this morning he woke up with a blood glucose of 320 & states he decided to change the infusion set and reservoir this morning. Prior to that he states last night he had done an infusion set change and his blood glucose was 96mg/dl, he states he has noticed that usually when he changes his infusion sets he sometimes experience that the corrections he gives himself he notices that that insulin does not cover, he states he does not know if there are any air bubbles or if he is doing something wrong. Customer¿s current blood glucose value was 375mg/dl and 343 mg/dl. Customer treated his high with manual injection. Customer states symptoms related to their high blood glucose was nausea. Customer states he had no food and he did exercises, he also states he drank an energy drink and is taking antibiotic for a root canal. Advised the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose .customer does not allege pump was under delivering. Customer states while documenting high blood glucose he has to take of infusion set and reservoir therefore he might run low. Advised customer sending replacement. The insulin pump will not be returned for analysis.